Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report a damaged connector on the patient's battery charger. The patient received a replacement charger/modem.

Manufacturer narrative:
Device evaluation summery: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon evaluation, the power brick was defective. The cause of the defective power brick is a damaged connector. The root cause of the damaged connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The patient received a replacement battery charger.